Manufacturer narrative:
(B)(4). The investigation of the returned control printed circuit board (pcb) has been completed. No defects were found by visual inspection. The control pcb was installed in a reference ventilator for simulated use testing. Pre-use check failed and alarms were generated during ventilation, confirming the reported issue. An electrical examination of the pcb showed that an integrated circuit (ic) was faulty, which was the root cause for the reported issue. The ic is a buffer for digital signals that goes to the gas supply modules. If the control pcb fails it can lead to stop of ventilation. This will be detected during pre-use check and during ventilation by generated alarms. It has not been determined what caused the ic to fail.

Event description:
(B)(4).

Event description:
It was reported that during pre-use check, the ventilator failed o2 sensor test. Afterwards, set and delivered o2 concentration differed. There was no patient involvement. (B)(4).